Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the colonoscopy using the subject device in combination with the video processor cv-260 (patient was not under anesthesia), it was found that the subject device could not start up, and that the indicator on the front panel blinked and then turned off. The user replaced the power supply, but the reported issue was not resolved. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.